Event description:
It was reported that during an abdominal plasty procedure, one of the wheels that supports the knife got loose. The knife stopped working. Nothing happened to the patient. The product is being washed. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition however the upper distal front roller pin was missing. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade returned after the handle was depressed. The knife blade was buckled but not enough to affect opening and closing the jaws. The jaw gap was large at the tip and the knife top roller pin was slow and deformed. The knife roller pin slot was deformed.